Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included gallbladder disorder. Concomitant products included oral contraceptive nos. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea(cramping),"), dyspareunia ("dyspareunia") and fatigue ("fatigue"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (partial) with bilateral salpingectomy). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the nausea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: pfs received : aka name added, reporter added, patient demographic updated, essure insertion date updated and removal date added, event "injury nos" was replaced with pelvic pain. Case became valid. Events added- pelvic pain, abnormal bleeding (vaginal, menorrhagia ), nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, abdominal pain , device monitoring procedure not performed. Events onset date, concomitant drug and medical history added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.